Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: material no. 367861, batch no. Unknown. It was reported that after use of the non edta tubes may have edta additive in them. "Are you getting any reports of sst (gold top) tubes being contaminated with k-edta. Can your company test serum for the presence of edta? Not for medical purposes but for contamination. We are getting, about one per week, specimens for chemistry with k >.10 and calcium < 0.4. Typical when nurses pour lavender top blood into a chemistry tube. But of course, they deny doing it. I want to be able to prove it." Customer, stated that he knows the nurses are pouring the contents of the edta tube into the sst tube, but they are denying it. He is only having this issue with the nurses, and not his phlebotomy team. He has the order of draw wall chart, and states that nurses are trained on the possibility of cross over of the additives causing contamination. D.1. Medical device brand name: bd vacutainer® k2 edta (k2e) blood collection tubes. D.3. Medical device manufacturer: becton, dickinson & co. (Broken bow). D.4. Medical device catalog #: 367861. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson & co. (Broken bow). G.5. PMA / 510(k)#: bk050036. H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical service was done with the customer. The customer stated that they feel it is an issue with edta tubes being used to pour into sst tubes. As stated in the bd vacutainer instructions for use (IFU) tubes are to be used in the following order: 1. Tubes for sterile samples. 2. Tubes for coagulation studies (e.g., citrate). 3. Bd sst¿, bd sst¿ ii advance and serum tubes. 4. Tubes with other additives (e.g., heparin, edta, fluoride). Furthermore, sst and edta products are not manufactured at the same bd site. H3 other text : see h.10.

Event description:
Material no. 367861, batch no. Unknown. It was reported that after use of the non edta tubes may have edta additive in them. "Are you getting any reports of sst (gold top) tubes being contaminated with k-edta. Can your company test serum for the presence of edta? Not for medical purposes but for contamination. We are getting, about one per week, specimens for chemistry with k >.10 and calcium < 0.4. Typical when nurses pour lavender top blood into a chemistry tube. But of course, they deny doing it. I want to be able to prove it." Customer, stated that he knows the nurses are pouring the contents of the edta tube into the sst tube, but they are denying it. He is only having this issue with the nurses, and not his phlebotomy team. He has the order of draw wall chart, and states that nurses are trained on the possibility of cross over of the additives causing contamination.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown, batch no. Unknown. It was reported that after use of the non edta tubes may have edta additive in them. "Are you getting any reports of sst (gold top) tubes being contaminated with k-edta. Can your company test serum for the presence of edta? Not for medical purposes but for contamination. We are getting, about one per week, specimens for chemistry with k >.10 and calcium < 0.4. Typical when nurses pour lavender top blood into a chemistry tube. But of course, they deny doing it. I want to be able to prove it." Customer, stated that he knows the nurses are pouring the contents of the edta tube into the sst tube, but they are denying it. He is only having this issue with the nurses, and not his phlebotomy team. He has the order of draw wall chart, and states that nurses are trained on the possibility of cross over of the additives causing contamination.